Manufacturer narrative:
Additional information added to h6. H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown; therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump over infused during infusion. It was observed that the pump delivered bumetanide 6 hours and 47 minutes earlier than expected. It was expected that there would be 54.2ml left in the bag but the bag was dry. This issue occurred in the cardiac telemetry unit (ctu) during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.